Event description:
As reported by the user facility: etoposide (chemo drug) being infused. Nurse noticed leaking- opened pump door- free flow protector came off and set fell apart. No add'l info was provided by the facility after several attempts were made. The lot number remains unk.

Manufacturer narrative:
One used pump set sample was returned to the MFR to be evaluated. The set was severed in two pieces in the proximity of the free flow protection clip due to a perpendicular slit in the tubing in the proximity of the slide clamp. The slide clamp was returned lying loose in the bag. The slide clamp was examined, and did not have any sharp edges, and the tubing did not appear to be stretched. The slide clamp was placed on other areas of the returned set, and no cutting of the tubing or damage was noted on the tubing, after multiple passes were made with the slide clamp. The slit did not appear to be related to any mfg defect of this part. However, no specific conclusions can be drawn. There are no other reports of this nature against the reported part.